Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 37761, serial# (B)(4), product type: recharger. Analysis of the desktop charger (serial number (B)(4)) found that the connector pin was broken. Conclusion code applies to the implantable neurostimulator (serial number (B)(4)) and code applies to the desktop charger (serial number (B)(4)).

Event description:
The consumer reported that the desktop charger connector pin was broken and they had been without stimulation for five days. The patient stated because of this she had been eating tylenol every two hours. A replacement was sent. The indication for use was lumbar radiculopathy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer indicating that the replacement of their desktop recharger resolved the loss of stimulation and that the loss of stimulation was due to the stimulator being worn out.